Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint and identified that the motor capacitor cable was not connected properly. The cable was properly connected to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf147) related to the main blower. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. Visual inspection identified that the motor capacitor cable was not connected properly and strain relief damage on power supply unit. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported sf147 was due to operator error during servicing and strain relief damage on power supply unit was due to design limitation of the power supply unit mechanical cable assembly. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf147) related to the main blower. There was no patient harm or serious injury reported as a result of this incident.